Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences.